Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead caused a red alert to be declared due to high, out-of-range pacing impedance measurements. Boston scientific technical services (ts) noted that the change had been gradual until it reached more than 2,000 ohms. This gradual increase in pacing impedance measurements was suspected to be due to calcification of the lead tip/patient condition. All other measurements were confirmed to be stable and within normal range. Measures to evaluate system integrity were advised. Additional information confirmed that the pacing impedance measurements were considered stable despite the high values observed and no revision will be done. Further, the patient is not pacemaker dependent. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.